Event description:
The sales representative reported a revision surgery due to patient infection. The surgeon removed and replaced the tibial insert and femur. There were no implant issues noted. The original implant surgery was on (B)(6) 2012 and the revision surgery was on (B)(6) 2013.

Manufacturer narrative:
Evaluation summary to support: the implant was not returned for examination; therefore, omni could only use the implant usage ticket information to confirm the lot numbers of the product reported. Based on the information provided, a review of manufacturing and sterilization records was performed and there was no evidence in the files that showed a correlation that would likely result in patient infection. All implant lot records were reviewed and there were no deviations reported.